Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) was kinked approximately 56.0 cm from the hub and ovalized and kinked approximately 4.0 cm from the distal tip to the distal tip. Conclusions: evaluation of the returned device revealed it was ovalized and kinked in the distal shaft. This type of damage typically occurs due to improper handling during insertion into a rotating hemostasis valve (rhv). If the lantern is forcefully gripped or if an rhv is overtightened during insertion into an rhv, damage such as this may occur. Further evaluation revealed the lantern was kinked. This damage may have occurred due to forceful advancement of the lantern against resistance. The non-penumbra sheath, guidewire, and rhv mentioned in the complaint were not returned for evaluation. Lanterns are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, while the technologist and physician were advancing the lantern through a guidewire and into the rotating hemostasis valve (rhv) of a sheath, the distal tip of the lantern became kinked or completely buckled. The damaged lantern was removed and the procedure was completed using a new lantern. There was no report of an adverse effect to the patient.